Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
8 reported false positive results for flu b. Unknown if the results were confirmed. Confirmation method(s) not provided.